Manufacturer narrative:
Batch review performed on 04 december 2023. Lot 1900429: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional involved implant. Batch review performed on 04 december 2023 on gmk-sphere 02.12.0517fr tibial insert fixed sphere flex size 5/17 mm r (k121416) lot 2238855: (B)(4) items manufactured and released on 10-nov-2022. Expiration date: 2027-10-30. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold without any similar reported event during the period of review.

Event description:
The patient had a primary surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in reporting signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and inserted antibiotic beads. The surgery was completed successfully. Presently, on (B)(6) 2023, another washout and poly-swap was performed.